Event description:
The care assistant was in the process of refitting the sub-chassis following bathing when the pt slid out of the seat and the white plastic part of the seat detached from the hoist. Unable to say if any injuries occurred.